Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded after placing the IV and wouldn't flush. The following information was provided by the initial reporter: "today I went to MRI to start an IV. When I was trying to flush after placing IV it wouldn't flush. I took syringe off lock and then placed back on syringe to make sure it twisted in correctly. Their staff states that what was happening for her. I asked her to get a new lock and would try that. We took the heplock off and placed a new one on the syringe and it worked great. The staff over there had tried 2 IV sticks before I arrived. I let them know that it has been reported that some locks are not working. Staff states that may have been the actual problem."